Event description:
It was reported by the customer that "per the unit manager the device reached the patient-midline IV device that the safety cap/sheath did not deploy." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regx0599 showed one other similar product complaint(s) from this lot number.